Event description:
Device 1 of 2 - reference manufacturer report #1627487-2010-00761. The patient was implanted with a scs system consisting of an ipg and paddle lead on (B) (6) 2008. It was reported on (B) (6) 2009 that the patient was not able to reach the level of stimulation needed. It was reported that the system had impedance issues. The physician explanted and replaced the ipg and lead on (B) (6) 2009. The explanted devices were returned to the manufacturer for analysis. No further information is available.

Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was found to have dry contaminate down inside the header where the feed through wire comes out of metal case that caused a resistive short. The dry contaminate was removed, and the ipg passed autotesting. There were no bubbles observed at the ipg when submerged in water. It is not known how or when contaminate got inside the header. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.